Event description:
Inaccurate flow rate by IV vented tubing. Noted, recent product change and notified co of the above problem. Co investigating and will be sending new technique for filling. Co also suggested to replace present tubing with vented spike adapter (2c 0471) with regular tubing for the present. Tubing used with bottled solutions that requires air vents for proper flow.